Event description:
Provider states when the end-user was getting up and used the metal pole for assistance, the back caster shattered and made end-user fall. End-user states landed on screws and metal frame and hit head. End-user believes if the wheel hadn't shattered this wouldn't have happened as the table was very sturdy.